Manufacturer narrative:
The stent was inspected prior to use and appeared to be normal, and was prepared properly. The delivery system balloon catheter was prepped properly according to the IFU. No problems were noted prior to the reported event. Negative pressure was pulled using an unknown inflation device and the negative pressure was maintained. No information was available regarding: the inflation device, contrast to saline ration used, or if the inflation device was used subsequently. No additional information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the physician manually mounted a palmaz xl 40 x 10 mm stent onto a boston scientific 18 mm balloon for an interventional endovascular procedure on a male patient. The aorta was reported to be the target lesion. There was no information provided in regard to the target lesion morphology, additional equipment used, or patient demographics/medical history. As the physician advanced the delivery system through the 13 fr. Medikit catheter sheath introducer, the stent dislodged off of the delivery system balloon. The sheath with the dislodged stent inside was removed successfully from the patient as a unit. The target lesion was eventually treated successfully using the balloon angioplasty (poba). There was no reported patient injury.